Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and manual compression was applied instead. There was no reported patient injury. During retraction, the indicator window turned dark. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and manual compression was applied instead. There was no reported patient injury. The device was stored and prepped according to instruction for use (IFU) instructions. There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f sheath were retracted together until pulsatile flow slowed or stopped from the bleed back indicator and the indicator window turned solid black, without showing any red color. When attempting to depress the button, it would not depress at all. The device was ultimately deployed outside the patient¿s body using significant force. A cordis 5f avanti 11 cm long short sheath was used. The femoral artery¿s suitability was verified by angiography, with proper insertion angle and a vessel diameter of =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. The site had not been closed previously within thirty days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved full window transition with successful plug deployment during the functional analysis. In addition, the condition of the returned device did not match the event reported, since it was reported that the lever was depressed after the procedure. However, the device was received without the lever being depressed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and manual compression was applied instead. There was no reported patient injury. The device was stored and prepped according to instruction for use (IFU) instructions. There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f sheath were retracted together until pulsatile flow slowed or stopped from the bleed back indicator and the indicator window turned solid black, without showing any red color. When attempting to depress the button, it would not depress at all. The device was ultimately deployed outside the patient¿s body using significant force. A cordis 5f avanti 11 cm long short sheath was used. The femoral artery¿s suitability was verified by angiography, with proper insertion angle and a vessel diameter of =5 mm. There was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. The site had not been closed previously within thirty days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.